Event description:
Discordant, falsely low sodium results were obtained on three patient samples on a dimension exl with lm instrument. Of the three patient samples, two also resulted falsely low for chloride. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated on an the same instrument and results were higher. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium and chloride results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting, the customer mixed the bags of standard solutions and replaced the integrated multisensor technology (imt) sensor. The cause of the discordant sodium and chloride results is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.